Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. The patient had a gastric sleeve operation two weeks prior to the event. According to the patient, on approximately (B)(6) 2026, the patient experienced difficulty eating and drinking and had not been taking her vitamin supplements. Although symptoms were thought to be related to the surgery, a ketone check was done at home showing a value of 5.0 mmol/l. An ambulance was called and paramedics measured a blood glucose level of 'high' and ketones at 7.1 mmol/l, the cgm reading was 4.9 mmol/l. The patient was taken to the hospital and treated there with insulin, potassium and fluids intravenously. The patient was hospitalized for two days and diagnosed with diabetic ketoacidosis. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.